Manufacturer narrative:
No samples were received for investigation for pr (B)(6), in which the customer has stated: ¿bd alaris dedicated set continues to leak fluid from end after being primed despite roller clamp closed¿. The product in use at the time is reported to be a 2420-0007. Further correspondence from the customer confirmed that they used the affected product with a mfx23080e set. The customer also reported that during this incidence, normal saline was being infused and the reported issue was identified during priming. Additionally, the nurses found the saline solution was dripping out the end of the line despite the clamps on. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product over the past 12 months.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: bd alaris dedicated set continues to leak fluid from end after being primed despite roller clamp closed. During an onsite in-service, nursing staff voiced they had experienced that a bd alaris dedicated set will continue to have saline leak from the end even though they have closed the roller clamp.